Event description:
The pt was implanted with a miniarc sling system on (B)(6) 2008. It was reported the pt experienced pain and suffering and disability.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.